Manufacturer narrative:
The expiratory pressure transducer printed-circuit board was returned for investigation. Simulated-use tests performed in a reference system, and the readout of the pressure transducer boards' memory, showed no deviations from its specification. A microscopic inspection of the pressure transducer also showed no deviations from its specification. The device logs have not been received, despite several reminders having been sent. Our conclusion in this matter is, the root cause for the expiratory pressure transducer failure has not been determined from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks. There was no patient involvement. (B)(4).